Event description:
It was reported that an endovascular treatment (evt) was performed to treat a heavily calcified 100% stenosis in the distal right anterior tibial artery. An asahi crosslead penetration guide wire was manipulated with a non-asahi wingman catheter and the coil of the guide wire was found unraveled proximal to the distal tip when the guide wire was pushed. The procedure was continued with a new crosslead penetration guide wire. An 18g surflo needle was used for cracking and injecting of papaverine into the artery. The procedure was completed with reestablished blood flow. The physician commented that the guide wire might have been damaged when it was used with the wingman catheter, which resulted from the procedural causes. It was informed that there were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911 when the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported crosslead penetration guide wire was returned for evaluation. The pitch of the outer coil of the returned crosslead penetration guide wire was found widened at approximately 5-22mm from the tip due to torsion. The outer coil was loosened and unraveled by torsion proximal to the tip solder. Microscopic observation of the unraveled outer coil found that soldering material was attached on the end of the outer coil, indicating that the outer coil was detached from the tip solder together with the soldering material. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the tip of the crosslead penetration guide wire while the wire tip had been trapped by the heavily calcified lesion, causing the outer coil to be loosened at the tip solder where the coil was fixed, and eventually detached. As the guide wire was then pushed, the out coil was then unraveled. Although it was concluded that this event was not attributed to product quality, possibility of fragment left in patient anatomy could not be completely eradicated if the same event were to recur. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] 1. Malfunctions ~ damage such as separation.